Event description:
It was reported that the patient became hypotensive. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then began preparing the wds. While prepping the wds the patients blood pressure dropped. The physician ended the procedure with no closure device attempted to be implanted. The patient returned to baseline and the echocardiogram imaging showed no pericardial effusion was present. There were no other complications that were reported to have occurred as a result of this event.